Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: the bag tore as the surgeon tried to open it for use. No further product issue or patient injury was reported. The device will not be returned for evaluation, because it was discarded.